Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit that includes this safety needle component. We have notified (B)(6) and (B)(6) for awareness.

Event description:
Several employees received needle stick injuries as a result of the safety needle orange cap malfunctioning. The malfunction reported indicated that the safety cap slid off to the side when trying to activate it.